Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. Corrected fields: e1. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter adhered to the control section and venting connector of the scope connector. A root cause could not be identified. Based on the results of the investigation, e218 (scope failure) cause due to damaged scope connector and for foreign matter is adhering to the control section and venting connector of the scope connector cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope displayed communication error e218, also a white-water scale remained on the right-left knob of the scope. This was found during an upper gastrointestinal diagnostic procedure. There were no reports of patient harm.